Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a "check lines and bags" message that appeared on the display of their homechoice machine during their automated peritoneal dialysis (apd) treatment. Reportedly, hp noted no kinks or bends in the tubing and all clamps were open. In an endeavor to fix the issue, the hp unspiked one of their supply bags from the supply line of the homechoice set and connected the used supply line to a new supply bag. When the homechoice machine didn't stop alarming, the hp contacted the tsc. The tsc assisted the hp in clamping off the reused supply line of the homechoice set and connecting a new supply bag to an unused supply line of the homechoice set, so the hp could complete their therapy. Per hp's family member and hp's rn, no patient injury or medical intervention was associated with this incident.